Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the quickfix snap-off screws were difficult to snap off with the k-wire driver during a weil osteotomy procedure. The first screw (green 2x13 mm) was driven in with the k-wire and presented difficulty but did snap-off. The second screw (pink 2x11 mm) failed to snap-off when driven in with the k-wire driver. The k-wire driver was removed and a hand screwdriver was used to back out the screw a few turns then attempt re-insertion. When the screw head contacted the near-cortex, it still failed to snap-off. Additional force was applied manually in order to bend the wire insertion portion of the screw which caused cracking of the patient¿s bone. The surgery was completed by removing the screw manually, repositioning the osteotomy, manually inserting the screw with a .045 pilot hole, and manually snapping the screw off with a needle driver and hand driver. An additional .045 k-wire and #0 vicryl in a cerclage-like fashion were used for additional fixation.